Event description:
It was reported to philips that while preparing for a coronary catheterization procedure, the c-arm did not move and the table was floating. The patient was moved to another room for the procedure. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.